Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low amplitude. The r waves were dropped from 12 millivolts to 2 millivolts after implanting. The field representative indicated that the suspected cause of lower r waves is migration. Subsequently, this lead was repositioned the next day. This lead remains in service. No additional adverse patient effects reported.